Event description:
It was reported that during a procedure, an error 235 occurred. The system was rebooted but the error could not be cleared. The procedure could not be completed. There was no patient injury reported.